Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 600 mg/dl. The customer stated they had symptoms as abdominal pain, confusion, tired, shortness of breath and fatigue. The customer was treated with intravenous insulin at the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.